Event description:
It was reported that, an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.